Event description:
New information notes the device was successfully reprogrammed. Patient will be monitored.

Event description:
It was reported that a symptomatic patient presented in the emergency room. Post-sensed t-wave oversensing was observed on stored egm. The patient received inappropriate atp and high voltage therapy. Reprogramming the device was recommended. The device remains implanted awaiting the physicians decision on how to proceed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.